Event description:
On (B)(6) 2011 pt's father reported the pt's infusion device will randomly power off. Father stated the issue began occurring approx 6 days ago. Father reported the pt' has changed the battery twice as well as the battery cover. Father stated the pt has to press the 2 arrow buttons to get the infusion device to come back up. Father reported when the infusion device powers back up, the device displays power interrupt. Father stated the pt changed the battery when the infusion device powered down. Advised on proper battery changes. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.